Event description:
On april 21, 2023, fujifilm healthcare americas corporation was informed of an event involving dh-29cr. It was reported that during endoscopic submucosal dissection, the hood separated at the junction of its two sections while attached to the endoscope and fell into the gastrointestinal tract. The user attached a new hood and continued the procedure but the hood separated at the junction again. Thereafter, one piece was retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.